Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated there was no response from any button. The customer's blood glucose was unknown. The customer confirmed that the insulin pump was not pressed for longer than three minutes. The customer stated the insulin pump was not bumped or dropped. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.